Event description:
Revision surgery - the patient received a tsa earlier this year. She apparently damaged here subscap and required a reverse. The previous implants were removed and a revision was implanted as indicated.